Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, it was observed that the delivery catheter system (dcs) was contaminated. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, it was observed that the delivery catheter system (dcs) was contaminated. No patient complications were reported as a result of this event. Additional information was received that there were a lot of small fibers visualized in the plastic preparation container of the initial dcs which could have come fromplacing blue towels in the container used to transfer saline, and everything used to transfer the products were sterile. However, a new dcs was used with a metal transfer container which appeared to eliminate the fiber residue issue. It was uncertain what caused the contamination of the delivery catheter system (dcs).